Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported she has been experiencing high blood glucose of 400 to 500 mg/dl during the night. Customer wanted to make sure there wasn't anything wrong with the insulin pump. She believes the device was not calculating the bolus correctly. Symptoms were dehydrated, urinating, and stressed a little nausea. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Low reservoir and no delivery alarms were noted on the device history. Customer did have tubing clam but has issues with her hand, neuropathy, and was unable to pull the loop down to stay. High pressure test was not performed. Cannula was not bent. The device did calculate correct bolus based on information entered. Customer was advised to speak to her doctor. Customer called back on (B)(6) 2015 and requested replacement, blood glucose was 600 mg/dl. She declined troubleshooting. No further information reported.